Event description:
According to the reporter: occurred during a laparoscopic robotic prostatectomy procedure. The powered stapling device was being used for the transection of the dorsal vein. The blade would not retract. In order to resolve the issue and complete the case, attempted to place a new powered stapling handle onto the adapter, but did not work. Attempted to hold down the two green buttons to reboot the device, but was unsuccessful. Then had to use the retraction tool to open the jaws of the device. The display screen showed an open reload attached to the adapter and handle, blinking with an arrow, and no green box. There was no patient harm. The patient outcome is alive, no injury. The type of cleaning is manual.